Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as the protective cover of the power switch being cracked. However, a further cause of the damage could not be presumed. It was estimated to be an accidental failure due to a failure for which no multiple tendency was identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The air gauge was found loose intermittently due to a worn-out connector socket and air joint unit. Additionally, the power switch was damaged with a cracked protective cover and a missing plastic cap. The air pressure was noted low due to a faulty air pump unit. The suction feet had weak suction, and the main chassis as well as the metal bracket were found rusted inside. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus maintenance unit, the leak tester vibrated out of its fixture. There was no patient involvement during this event. During the device evaluation, it was discovered that the power switch was damaged. This report is being submitted to capture the damaged power switch found during the device evaluation.